Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Please note that in the article, the actual quantity of individuals affected by loose screws and infection is two. Event date was over 10 years ago, and devices are likely either implanted or have been discarded already.

Event description:
It was learned in the medical journal "evaluation of hardware-related complications in vascularized bone grafts with locking mandibular reconstruction plate fixation" that 2 patients experienced loose screws after implantation as well as infection.